Event description:
It was reported that the mobile app had frozen while the caller was delivering a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to re-pair the app with the pump and, upon receiving instructions, successfully resolved the issue by uninstalling and re-installing the app; however, a pump reset did not resolve the issue. Customer reverted to an alternate method of insulin delivery.